Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited a possible full power on reset (por) and could not be interrogated, and the serial number has changed. The ipg remains in use. No patient complications have been reported as a result of this event.